Event description:
Valley lab ligasure handpiece used on bowel case would only work once and would then give error code e300. The machine was shut down and restarted twice. Each time handpiece would work once and code would reappear. Handpiece #lf4318 36mm-18cm; lot # 43290295x; exp 2019-12.